Manufacturer narrative:
Summary of evaluation: evaluation results indicate that the cause of this event was an error in design. Corrective actions have been implemented.

Event description:
Gamma target device broke during a surgical procedure. No adverse consequence to the patient or surgical delay was reported.